Event description:
I have a complaint about ethicon mesh, if you're interested in knowing why. Ask me, this is the mesh, it migrated into my inguinal canal all the way into my scrotum, therefore I had to have a orchiectomy and that was the fourth surgery. Thank you, (B)(6).